Manufacturer narrative:
(B)(4). This complaint for a report of air in tubing (without an alarm) was not confirmed. The root cause was undetermined.

Event description:
The home patient (hp) contacted baxter's technical service center regarding a air in the patient line which occurred on the homechoice (hc) during use during initial drain. The hc had not alarmed. The hp would start over with new supplies. Baxter product surveillance contacted the home patient on (B)(6) 2011. She stated that after starting over with new supplies, therapy went well. She did not notice anything unusual about her supplies. Therapy since then has been going well, and there were no adverse effects reported in relation to this event. There was patient involvement, but no medical intervention or serious injury reported.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.